Event description:
It was reported that a 23mm 11500a aortic valve was explanted after an implant duration of 4 years, 7 months due to severe aortic regurgitation caused by iatrogenic leaflet perforations. The explanted device was replaced with a 25mm 11500a aortic valve. Per initial avr op-note, a 23mm inspiris valve was implanted with multiple non-everting pledgeted sutures placed around the left and right sinuses and to the outside of the aorta on the nc sinus to allow a larger valve to fit. The 23mm valve was positioned into the root without difficulty. Post bypass tee demonstrates aortic valve function is normal with no ai or pvl nor other valvular abnormalities. Per op-note, the patient presented with heart murmur and developed severe aortic valve insufficiency and underwent redo avr. The aortic valve prosthesis had 2 holes in the right coronary leaflet. It appeared the cor-knots were somewhat horizontal and may have contributed to these perforations. There was no evidence of pvl or endocarditis. A 25mm 11500a aortic valve was implanted and cor-knots were not used except for one, near the stent post which could not injure the valve leaflet. The sutures were tied individually. Post bypass tee showed normal functioning aortic valve with no ai or pvl. The patient was transported to the ccu intubated, but in stable condition hospital pathology report: gross examination only of prosthetic aortic valve, the valves was tan-white and smooth with no gross lesions or calcifications.

Manufacturer narrative:
H11: additional manufacturer narrative: h3: product evaluation: customer report of leaflet holes was confirmed. As received, leaflet 1 had two holes, approximately 5mm x 3mm and 4mm x 3mm wide, at the cusp area. The perforations appeared beveled at the outflow aspect, a typical characteristic of those caused by suture tail/fastener abrasion. Leaflet 3 also had non-transmural leaflet damage that was beveled on the outflow aspect. There were no sutures nor fasteners remaining on the sewing ring. Sewing ring was cut off around leaflet 1 and cut off sewing ring fragment was not returned. Wireform was exposed on commissure 1. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Pre-op tee imaging review: ar appears to be very severe and in at least two jets. The smaller (moderate to large) jet appears to have a central (valvular) origin, whereas the origin of the larger (very large) jet is not established. If the larger jet is central, it is not possible based on the submitted images to determine whether it originates along a commissure between leaflets (close to a commissural post) or within a leaflet body (potentially suggestive of leaflet perforation). There is no more than limited focal calcification of the aortic valve bioprosthesis leaflets. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, g3, g6, h2.

Event description:
It was reported that a 23mm 11500a aortic valve was explanted after an implant duration of 4 years, 7 months due to severe aortic regurgitation caused by iatrogenic leaflet perforations. The explanted device was replaced with a 25mm 11500a aortic valve. Per initial avr op-note, a 23mm inspiris valve was implanted with multiple non-everting pledgeted sutures placed around the left and right sinuses and to the outside of the aorta on the nc sinus to allow a larger valve to fit. The 23mm valve was positioned into the root without difficulty. Post bypass tee demonstrates aortic valve function is normal with no ai or pvl nor other valvular abnormalities. Per op-note, the patient presented with heart murmur and developed severe aortic valve insufficiency and underwent redo avr, root enlargement with 4700 bovine patch. The aortic valve prosthesis had 2 holes in the right coronary leaflet. It appeared the cor-knots were somewhat horizontal and may have contributed to these perforations. There was no evidence of pvl or endocarditis. A 25mm 11500a aortic valve was implanted and cor-knots were not used except for one, near the stent post which could not injure the valve leaflet. The sutures were tied individually. Post bypass tee showed normal functioning aortic valve with no ai or pvl. The patient was transported to the ccu intubated, but in stable condition. Hospital pathology report: gross examination only of prosthetic aortic valve, the valves was tan-white and smooth with no gross lesions or calcifications.